Event description:
It was reported that after implantation of a breast tissue marker, the patient presented to the hospital with an allergic reaction that included red, swollen lips. Epinephrine and hydrocortisone were administered to the patient, which resolved the symptoms. Surgical intervention was performed to remove the marker. The current status of the patient is unknown.

Manufacturer narrative:
The lot number has been provided and the delivery history records are being reviewed. The investigation is currently underway.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. The date of event was previously documented, but was not reported and has been updated in the appropriate section. Multiple follow up attempts were made with the international representative to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The international representative advised that (B)(6) has a privacy laws that prohibits the transfer of patient data, therefore, the patient details are unobtainable.